Manufacturer narrative:
Section g4: PMA # corrected. Manufacturer's investigation conclusion: the reported event of a connect to power issue was not reproduced during testing of the returned mobile power unit, serial number: (B)(6); however, a component issue that is consistent with causing the reported event was identified. The returned mpu was evaluated at the service depot on 31jul2025, and inspection of the unit revealed that the c5 capacitor on the power supply printed circuit board assembly (pcba) was nonconforming. This capacitor not performing as expected can cause connect to power issues. Although the nonconforming capacitor was identified, the unit functioned as intended. No further testing was performed. The provided information stated that the mpu was part of the recall and was exchanged after the patient mentioned power issues while using it. Additional provided information stated that the mpu had the v-lock connector on the ac (alternating current) power cord, the ac power cord did not come loose from either the wall outlet or the back of the unit, and there were no environmental circumstances that would have affected ac power at the time of the event. The reported event of a nonconforming capacitor on the mobile power unit power supply pcba was confirmed, and a corrective action was initiated to investigate this issue. Incidental findings: cracking on the mpu housing, nearing the handle, damage to the mpu patient cable power connector molding the relevant sections of the device history records for the heartmate mobile power unit (mpu), serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. A) section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including connect to power alarms. The heartmate 3 lvas IFU (rev. D) section 8, entitled ¿equipment storage and care, and the heartmate 3 patient handbook (rev. A) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu. The heartmate 3 patient handbook (rev. A) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvas, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a mobile power unit (mpu) on the recall list was exchanged. The patient said they experienced connect to power issues while they used the mpu. Log files did not capture the alarms due to the number of pulsatility index events in the log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the mpu did have a v-lock connector on the ac power cord. The customer also confirmed that the ac power cord, did not come loose at the wall outlet or from the back of the unit, nor was there any environmental circumstances that could have affected ac power at the time of the event.